Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for an unknown indication for use. It was reported that the patient had seen the code 8286 on their ptm. The hcp would review the meaning of the error codes and also check the logs. There were no symptoms reported. The hcp stated the event had been occurring for a while. There were no complications reported.